Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The misalignment in the touch position was not resolved with a touchscreen calibration, therefore, the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer reporting the touchscreen on the v60 ventilator was not responsive. The device was in clinical use. The device continued operations. There was no delay in therapy; no harm reported. The investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the flex circuit failed required resistance testing. The high resistance results were out of specification and the reason for the touchscreen misalignment issue.